Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling and polyform were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, overactive bladder and stage iii ba uterovaginal prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, bleeding, recurrence, dyspareunia, neuromuscular problems, and vaginal scarring. It was reported that the patient underwent excision of exposed vaginal mesh, excision of granulation tissue and closure of epithelial defect on (B)(6) 2008. The patient experienced eroded mesh and underwent transvaginal excision of mesh erosion on (B)(6) 2008. The patient underwent excision of vaginal eroded mesh on (B)(6) 2010 due to menometrorrhagia with anemia, symptomatic prolapse with urinary retention, and vaginal erosion. It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and pelvitex polypropylene mesh was implanted. The patient experienced pelvic pain and incontinence and underwent excisional surgery of restricting band, upper vaginal vault, followed by bilateral pelvic floor levator muscle injection and interoperative cystoscopy on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced overactive bladder and dysuria. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6).